Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the ball bearings were missing from the provisional shim.

Manufacturer narrative:
Visual inspection of both devices found that a ball bearing and spring were missing from both devices. The subcomponents (ball bearing and spring) were not returned and their status remains unknown. The washing technique was unknown. Lot 62455894 was in the field for approximately two years and nine months and lot 62806914 was in the field for approximately one year and nine months. Both of these devices were used an unknown number of times. Therefore, due to an extended period of use in the field, it is believed that these devices left zimmer biomet control conforming for use. The device was used for treatment. A notification was sent to the field on august 28, 2014 to provide clarifications relating to the cleaning techniques for tibial articular surface provisional constructs for all persona users on file at the time of the field notice. It was unknown what cleaning technique was used for this device. Therefore, the root cause is considered to be a previously addressed design issue for both devices.

Manufacturer narrative:
The associated products and lots are a part of the scope for an existing CAPA. A redesign of the persona tasp shim was conducted to allow locking of the tasp assembly during handling, insertion and removal from the tasp assembly with the tasp inserted in the tibial sizing plate. This device was manufactured prior to the re-design. This information does not changed the previously reported investigation.